Manufacturer narrative:
Upon reassessment of the additional information, it was found that this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the additional information, it was found that this device did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient underwent 4 previous left hip revisions within 14 years post implantation. Subsequently, that patient underwent a fifth revision approximately 4 months later due to unknown reasons. The head, liner and locking ring were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. 11-107424 ¿ freedom liner ¿ 758220. 11-107017 ¿ freedom head ¿ 039250. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00303, 0001825034 - 2023 - 00304.